Event description:
Same case as MFR report #: 2134265-2009-07018, -07019.(B) (6).it was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed restenosis.the index procedure treated unspecified lesions with three unknown size taxus express2 stents.the patient returned in (B) (6) 2008 with restenosis and a reintervention of the 100% stenosed, 3.5mm proximal rca (right coronary artery) was performed. Reintervention consisted of balloon angioplasty resulting in 0% residual stenosis. The investigator assessed the event as possibly related to the study devices.additional information received:the index procedure treated a 100% stenosed, 3.70x90mm lesion of the proximal rca. Treatment consisted of predilation, placement of three overlapping taxus express2 stents (3.0x32mm, 3.5x32mm, and 3.5x28mm), and post dilation resulting in 0% residual stenosis. Timi flow increased from 0 to 3. The patient was discharged one day post procedure on plavix and bayaspirin with no complications.in (B) (6) 2008 no ischemic symptoms observed on follow up. The patient was discharged two days post reintervention.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt developed restenosis. The index procedure treated unspecified lesions with three unk size taxus express2 stents. The pt returned in 2008 with restenosis and a reintervention of the 100% stenosed, 3.5mm proximal rca (right coronary artery) was performed. Reintervention consisted of balloon angioplasty resulting in 0% residual stenosis. The investigator assessed the event as possibly related to the study devices.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.